Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by visually confirming the uninterrupted power supply (ups) system would not power on, indicating it was defective. The ups is not a tosoh product. The analyzer computer was also giving a hard disk error. The fse attempted to restart the analyzer all in one computer, however the hard disk error persisted. The fse replaced the all in one computer with a new computer and replaced the ups to resolve all issues. The fse validated the analyzer by performing quality control (qc) to verify proper results were sent to the laboratory information system (lis) and no errors recurred. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaint was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The most probable cause of the reported issue was due to a software problem with the computer processor, cause traced to component failure.

Event description:
A customer reported the uninterrupted power supply (ups) beeping and analyzer will not boot up for the aia-2000 analyzer. The customer attempted to plug the ups into a different out let, the analyzer powered off and would not reboot. The analyzer gave error "no bootable devices found." The customer used a different ups, however the analyzer would still not boot up. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.